Event description:
It was reported that further review of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode under x-ray noted the electrode to device header connections were appropriate. Surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock and storage of untreated events. The noise and sensing issues were able to be recreated when the patient rolled over and when the patient hugged herself. The system position was viewed under x-ray and noted the top of the device was slightly flared out and the electrode position was appropriate and remained consistent with the position at implant. Tachycardia therapy was programmed off and the patient was sent home with a lifevest pending a potential system revision. No additional adverse patient effects were reported. Available information indicates this product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.